Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the pump fell and shattered as the customer was getting into a car. Customer's blood glucose was 113 mg/dl. Customer reverted to manual injections.